Event description:
A minimum fill notification was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully resolved the issue by loading a new cartridge onto the pump, allowing them to resume insulin delivery.